Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from 430 to 540 mg/dl with a high level of ketones. The ketone level was considered as dangerous. Insulin injections were used to address the bg level. The cause of the past occlusion could not be determined as the supplies on the pump had been changed. A system check was performed using the current supplies on the pump and the occlusion appeared to be within the cartridge.